Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR 2432235-2017-00621 on 22-nov-2017. Additional information (15-dec-2017): upon further investigation, a siemens headquarters support center (hsc) specialist determined that the operator was priming the drain/rinse on the advia 2120 hematology system when a tube was not properly placed on the system. When the tube loosened, the operator was splashed with the advia sheath/rinse solution. The system is performing according to specifications. No further evaluation of this system is required.

Manufacturer narrative:
The customer's eye was splashed with advia sheath/rinse solution while priming the drain/rinse on the advia 2120 hematology system with single aspirate autosampler. Advia 120 / 2120 / 2120i hematology systems operator's guide states that "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The customer's eye was splashed with advia sheath/rinse solution because the customer did not wear personal protective equipment when priming the drain/rinse. The cause of the event is user error.

Event description:
While performing a troubleshooting process on the advia 2120 hematology system with single aspirate autosampler, a customer's eye was splashed with advia sheath/rinse solution (product code: 01554628). The customer was not wearing personal protective equipment when priming the drain/rinse and accidently released a tube, which exposed the customer's eye to the advia sheath/rinse solution. The customer washed her eye with water for 5 minutes. Medical intervention was not required. There are no known reports of adverse health consequences due to the liquid that splashed into the customer's eye and there were no reports of impact to patient results.